Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 570 mg/dl at the time of the incident and was treated with manual injections. The customer¿s other blood glucose were 440 mg/dl and 551 mg/dl. The customer reported insulin flow block alarm after the set change. It was mentioned that the blood glucose have not came down with the insulin pump. The result of the ketones test were positive. The customer had abdominal pain and headache. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer stated that the insulin did exit. The customer does not allege that the insulin pump was under delivering. The customer tried to bolus but the blood glucose kept going up. The device will not be returned for analysis.